Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, sterile water leakage from the foley catheter balloon was observed and use was discontinued.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. The root cause was difficult to assure the positioning of the catheter due to vision was difficult. Two photos were received. The first one shows an overview of the two-way catheter and the second photo zooms into the deflated catheter balloon and tip. It was also received 1all-silicone foley catheter with sample port connector. Visual inspection of the sample noted no obvious visible observation. Attempted to inflate balloon with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately went into the drainage lumen at bifurcation and the eyelets indicating lumen to lumen leak. Sample received product does not meet specifications which states ¿catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe". DHR review is not required. Labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, sterile water leakage from the foley catheter balloon was observed and use was discontinued.